Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2014 due to allegations of bone loss around the acetabular component, elevated metal ions, pain, metal shavings, loss of hearing and memory, and food tasting differently. The cup, head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." And "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09106 & -09144).